Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -11.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a longer length lens due to a low vault, this resolved the problem. The cause of the event is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).